Event description:
It was reported that the user experienced hypoglycemia with a documented blood glucose of 48 mg/dl after an additional dinner announcement was entered following the first, with uncertainty about carbohydrate intake at that time, which was considered a likely contributor to the low. Symptoms included shakiness consistent with hypoglycemia. Outcomes included resolution of the low after oral carbohydrate treatment, with blood glucose increasing to 86 mg/dl, continued self-monitoring, and no hospitalization. Investigation included troubleshooting and education provided to the user. Investigation of this case revealed no device malfunction and suggested user-related factors, including duplicate meal announcement and possible carbohydrate mismatch, as the contributing elements. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.